Event description:
(B)(6) has been my patient since a tractor accident in 2022. At that time (B)(6) was in severe pain, muscle spasms and unable to ambulate on his own for a period. He successfully rehab that injury and has been doing great, until june of this year when he felt his new device and pacemaker were in contradict. He was seen in our office in (B)(6) 2025 for rib pain, shortness of breath, and reported pacemaker/ defibrillator firing instances. I saw him on (B)(6) 2025 and his pain level was back near his accident in 2022. When I saw him in august, he has lost weight, has muscle spasms and severe pain. Pt codes: 2607, 4521, 1994, 1776, 1816. Device code: 4001. Ref report: mw5178275.